Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that, during a sacrospinous ligament fixation for repairing the vaginal prolapse procedure using a capio slim device, the device misfired resulting to the cage to failing to catch the needle. The physician had to throw multiple attempts to catch the suture. The procedure was completed with another of the same device, with extended operating time reported. No further information was reported.